Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00712. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and an obturator sling was implanted.

Manufacturer narrative:
This is one of two medwatches being submitted. See also medwatch 2210968-2013-00712. The same patient is represented in each medwatch.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and prolift x 2 (one anterior and one posterior) & tvt-o were implanted.